Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
(B)(4). A distributor contacted zoll to report that a patient had skin irritation described as a blister on her back. The patient consulted her physician who prescribed a cream. Follow-up indicated that the irritation was improving.